Event description:
It was reported to philips that the system's live monitors were intermittently unable to display images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment that was delayed and later completed in the same room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's live monitors were intermittently unable to display images. Upon troubleshooting, the fse found no voltage detected at the flex vision monitor, while expected readings were observed at the m-cabinet and fuse. To resolve the issue, the fse reseated the fuse and restarted the system; both monitors powered on successfully. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.